Manufacturer narrative:
(B)(4). The ventricular catheter passed the patency check and showed no anomalies. Although the catheter was explanted and returned, the complaint did not related to a malfunction of this part. A review of the manufacturing records showed no anomalies. No impact to pt reported. All of our catheters are 100% tested at time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was occluded.